Event description:
During surgery, the plate separated from the peek interbody component after the device was placed in the interbody space, which resulted in a one hour delay of surgery to use another manufacturer's system to complete surgery.

Manufacturer narrative:
A review of the device history records indicates no discrepancies which would have contributed to the event. A review of the system surgical technique outlines disengagement of the components as a potential occurrence.